Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter stated "after we deployed, it seemed as though it did not open fully. We took some obliques to see if a leg was caught and also performed a post deployment ivc venogram to ensure there was good flow and again check ivc size. Those were both good. A decision was made to retrieve and place a new one."